Event description:
Ous MDR - after an implantation time of about 38 months, it was reported that oversensing with artifacts was observed on this right-ventricular lead. All measurement valves were within normal range: impedance 729 ohm, shock impedance 46 ohm, sensing 0.8 mv, pacing threshold 0.9v @ 0.4 ms. The p/x part of the lead was capped, and a new pacing lead was implanted. The shock part was reconnected to the ICD. No worsening of the patient's state of health was reported. The pace/sense portion was not returned for analysis.